Event description:
A report was received that the patient¿s ipg would heat up during charging and it was noted to be way too close to the exterior part of the skin. The patient underwent a procedure wherein the ipg was relocated and replaced per physician's preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.